Event description:
The regional sales manger reported on 16nov2023 that a surgeon reports he had a 4th metacarpal case where he was using the drill-1.8/100 c s by hand and was not getting advancement, so he then put the drill on power. Once advanced on power, the drill broke in 2 areas. Drills are intended to be used under power. The surgeonh had to retrieve the pieces, which created a 30 minute delay in surgery. When he opened the patient further to get the broken drill, he then noticed a ruptured extensor tendon but he did not believe that the drill caused the tendon rupture. No additional harm was caused by the drill breaking.